Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported that patient¿s scs ipg has become inoperable and would not communicate with external devices. Company representative confirmed ipg inoperable. As a result, a surgical intervention may be pending to address the issue.

Event description:
Additional information identified patient underwent surgical intervention (B)(6) 2018, wherein the ipg was explanted and replaced which resolved the issue.